Manufacturer narrative:
Date of event: date estimated. The device was not returned for analysis. The lot history record review for this product was not performed because the lot number was not reported. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement was attempted with two proglide devices using the pre-close technique prior to an unspecified interventional procedure. Reportedly, no suture was present when the plunger of both proglide devices was removed. The sutures of two new proglide devices were successfully pre-placed. The procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.